Manufacturer narrative:
Concomitant medical products: model: ddmb1d4, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was extracted due to an infection of endocarditis, streptomyces and with vegetation noted on the right ventricular (rv) lead. The ICD system was was eventually replaced approximately two and a half months after the extraction. No further patient complications have been reported as a result of this event.